Manufacturer narrative:
The fg nc emerge mr, us 6.00mm x 20mm was returned for analysis. Visual and tactile examination revealed a distal extrusion section of the device was returned on the guidewire. A break was noted in the severely stretch midshaft. The proximal section of the break including the hub manifold and hypotube was not returned with the device. A visual and tactile examination of the distal extrusion noted that the extrusion was severely stretched along its entire length. A visual examination of the balloon identified that the balloon was in a deflated state however, the balloon was not folded. A microscopic examination of the break site in the midshaft extrusion noted that the midshaft was severely stretched. An examination of the tip identified no damage. A microscopic examination of the balloon identified no tears or holes in the balloon material. Due to the severe stretching that was evident in the distal extrusion, it was not possible to remove the guidewire from the severely stretched inner wire lumen.

Event description:
It was reported that balloon detachment occurred. The patient presented for abdominal aortic aneurysm repair with a fenestrated graft. The 6.00 mm x 20 mm nc emerge balloon catheter was advanced to dilate an existing left renal stent. During an attempt to deflate and remove the balloon, the catheter shaft broke with the balloon still partially deflated. Extensive work and time, plus an additional vascular surgery physician were required to remove the frayed catheter and unfurled balloon. The procedure was aborted. Thoracic and para-visceral angiogram delineated no evidence of overt aortic injury and no evidence of a type 1a endo leak. The patient was taken to the intensive care unit in stable condition and was scheduled for an open surgical repair of their aortic aneurysm. When the balloon catheter was inspected, significance bunching of the catheter was identified.

Event description:
It was reported that balloon detachment occurred. The patient presented for abdominal aortic aneurysm repair with a fenestrated graft. The 6.00 mm x 20 mm nc emerge balloon catheter was advanced to dilate an existing left renal stent. During an attempt to deflate and remove the balloon, the catheter shaft broke with the balloon still partially deflated. Extensive work and time, plus an additional vascular surgery physician were required to remove the frayed catheter and unfurled balloon. The procedure was aborted. Thoracic and para-visceral angiogram delineated no evidence of overt aortic injury and no evidence of a type 1a endo leak. The patient was taken to the intensive care unit in stable condition and was scheduled for an open surgical repair of their aortic aneurysm. When the balloon catheter was inspected, significance bunching of the catheter was identified.